Event description:
The scrub nurse inserted a 15 deg. Scalpel blade accessory into a scalpel cautery instrument and handed the instrument to the patient side assistant. The patient side assistant introduced the instrument with the blade into the patient. When the instrument appeared on the video monitor, no blade was found in the instrument. The blade had separated from the instrument and fallen into the patient. The blade was retrieved using other intuitive surgical endoscopic instruments and removed from the patient. Examination of the blade at the site determined that the blade had fractured and a 1mm section at the base of the blade was missing. The sharp portion of the blade was completely retrieved. The missing piece could not be found by surgeons. A new blade was inserted into the same scalpel cautery instrument and the case was continued to completion with no further incident.